Event description:
Catheter body damage or out of spec; it was reported that when the user removed the catheter he felt a resistance and then the catheter broke in 2 parts. A fragment of the broken catheter was found inside the introducer. Follow up indicated that there were no patient complications and was reported that part of the catheter was found in the introducer. It was also indicated that no intervention was required to retrieve the loose part of the catheter, was removed with the introducer.

Manufacturer narrative:
Customer report was confirmed for catheter broken into two parts. The catheter was broken in half 12.8cm proximal of the catheter tip, at the distal end of the thermal filiment (middle form) area. The thermal filiment bunched and also has loose wraps indicating the catheter was stretched. The clear cover has been pulled and bunched up in the central area of the filiment. There does not appear to be any missing components. The catheter was returned with two arrow introducers (non-edwards introducers).